Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer inadvertently caused the pump touchscreen to crack. Pump was not functional. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.